Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired at home. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was sudden cardiac death.